Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error 37 on (B)(6) 2023. The unit p-cap/test reservoir locked in place properly. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 37 alarm noted during testing. Successfully downloaded history files and traces using thump software. However, pump error 37 alarm was found in history file on event date: (B)(6) 2023 10:45:27.000, (file number: 121 line number: 729). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The motor was tested outside of the device and passed. The pump was received with minor scratches on lcd window, cracked keypad overlay, missing serial number label and scratched case. In summary, customer alleged pump error 37 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 37 alarm and the pump passed the test. Customer also reported that serial number sticker was worn off. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the insulin pump and the device was returned for analysis.